Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a flange error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have a non-standard power cord, the tube deal (grommet) was inside the pump, battery door cracked, and signs of contamination on back and under the l-bracket and cord retainer. A review of the device event log showed a "syringe flange not in place" error had been previously recorded. The reported issue was confirmed during functional testing when the device would not recognize a syringe and the ear clip was sticking and would not fully engage without pushing. The issue was traced to fluid contamination on the ear clip. The root cause of this condition was attributed to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The right and left plunger case, plunger cam, plunger float, push block, timing plates, tube seal, barrel seal, battery door, tapered spring, leadscrew, clutch spring and right and left clutch halves were all all replaced. The device was cleaned, greased, calibrated, and all functional testing was performed and passed.